Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "inadequate biological evaluation". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. A DHR review could not be performed without lot number. The instructions for use were found adequate and states the following: "contraindications: do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. Do not use on patients known to be sensitive to or allergic to any components within the system. Do not use on patients who had lower large bowel or rectal surgery within the last year. Do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Do not use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. Do not use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. Warnings: rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. Precautions: notify a physician if any of the following occur: persistent rectal pain; rectal bleeding; abdominal distension". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient experienced hospital acquired pressure injury suspected to be related to medical device-fecal management system, rectal tube. Medical intervention was unknown. ((B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2023). Per follow up via email on 07feb2023, customer reported with the additional lots (ngfw3571), (nggt5326), (ngfy1347), (nggu1770), (ngfv3180), (nggu3759), (nggn3558), (nggp1281) and (nggw4428). The issue with these lot were unknown. Per follow-up via email on 07feb2023, it was reported that the 4 different ((B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2023) instances of hospital acquired pressure injuries in patients with this fecal management system rectal tube. It was identified that the plastic part underneath the line of insertion was causing shearing to the patients¿ perianal areas. Wound care is treating the injuries with creams, we have and continue to provide education for product usage. Per follow-up via email on 09feb2023, the issue with 9 lots (ngfw3571), (nggt5326), (ngfy1347), (nggu1770), (ngfv3180), (nggu3759), (nggn3558), (nggp1281) and (nggw4428) were, acquired pressure injuries in patients with this fecal management system rectal tube. It was identified that the plastic part underneath the line of insertion was causing shearing to the patients¿ perianal areas. Wound care is treating the injuries with creams, we have and continue to provide education for product usage.

Event description:
It was reported that the patient experienced hospital acquired pressure injury suspected to be related to medical device-fecal management system, rectal tube. Medical intervention was unknown.((B)(6)/2022 , (B)(6)2022 , (B)(6)2022 , (B)(6)2023 ) per follow up via email on 07feb2023, customer reported with the additional lots (ngfw3571), (nggt5326), (ngfy1347), (nggu1770) (ngfv3180) (nggu3759) (nggn3558) (nggp1281) (nggw4428). The issue with these lot were unknown. Per follow-up via email on 07feb2023, it was reported that the 4 different (08/22/2022 , 09/07/2022 , 12/05/2022 , 01/05/2023) instances of hospital acquired pressure injuries in patients with this fecal management system rectal tube. It was identified that the plastic part underneath the line of insertion was causing shearing to the patients¿ perianal areas. Wound care is treating the injuries with creams, we have and continue to provide education for product usage. Per follow-up via email on 09feb2023, the issue with 9 lots (ngfw3571) (nggt5326) (ngfy1347)(nggu1770) (ngfv3180) (nggu3759) (nggn3558) (nggp1281) (nggw4428) were, acquired pressure injuries in patients with this fecal management system rectal tube. It was identified that the plastic part underneath the line of insertion was causing shearing to the patients¿ perianal areas. Wound care is treating the injuries with creams, we have and continue to provide education for product usage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced hospital acquired pressure injury suspected to be related to medical device-fecal management system, rectal tube. Medical intervention was unknown.((B)(6) 2022 , (B)(6) 2022 , (B)(6) 2022 , (B)(6) 2023 )

Event description:
It was reported that the patient experienced hospital acquired pressure injury suspected to be related to medical device-fecal management system, rectal tube. It was unknown if the device contributed to the pressure injury at this time and medical intervention was unknown. ((B)(6) 2022 , (B)(6) 2023). As per follow up via email on 07feb2023, customer reported with the additional lots (ngfw3571) (nggt5326) (ngfy1347) (nggu1770) (ngfv3180) (nggu3759) (nggn3558) (nggp1281) (nggw4428). The issue with these lot were unknown. As per follow-up via email on 07feb2023, it was reported that the 4 different ((B)(6) 2022 , (B)(6) 2023) instances of hospital acquired pressure injuries in patients with this fecal management system rectal tube. It was identified that the plastic part underneath the line of insertion was causing shearing to the patients¿ perianal areas. Wound care is treating the injuries with creams, we have and continue to provide education for product usage. As per follow-up via email on 09feb2023, the issue with 9 lots (ngfw3571) (nggt5326) (ngfy1347) (nggu1770) (ngfv3180) (nggu3759) (nggn3558) (nggp1281) (nggw4428) were, acquired pressure injuries in patients with this fecal management system rectal tube. It was identified that the plastic part underneath the line of insertion was causing shearing to the patients¿ perianal areas. Wound care is treating the injuries with creams, we have and continue to provide education for product usage.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "inadequate biological evaluation". A DHR review could not be performed without lot number. The instructions for use were found adequate and states the following: "contraindications: ¿ do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. ¿ do not use on patients known to be sensitive to or allergic to any components within the system. ¿ do not use on patients who had lower large bowel or rectal surgery within the last year. ¿ do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. ¿ do not use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. ¿ do not use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. Warnings: ¿ rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. Precautions: ¿ notify a physician if any of the following occur: o persistent rectal pain o rectal bleeding o abdominal distension". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.